Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device domain server crashed because of resource issues. A technical support specialist determined that it can be caused by memory resource exhaustion and had taken all necessary steps to mitigate the issue moving forward. Confirmed that pyxis messaging was not involved. The serial number, UDI and manufactures details kept blank since the given asset information found to be server asset. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system unable to login station. The customer reported that users were unable to get into the station to access the medications. This was happened while trying to issue medication to patient and they caused an delay. The user managed to get medication by opening the back panel of medstation there were no adverse events or injuries reported based on this incident.